Event description:
It was reported that the patient¿s dexcom g7 continuous glucose monitor (cgm) disconnected from the ilet and was reconnected during the call, after which no further assistance was required. No adverse physiological symptoms were reported. Outcomes included no alerts or alarms, no need for medical care, and no hospitalization. User support included remote troubleshooting and user education. Investigation of this case revealed transient signal loss between the cgm and the ilet with successful reconnection, and no device component damage reported. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication interruption consistent with use-related or environmental factors.